Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd micro-fine¿+ pen needle the device was unable to deliver insulin/medication and the cannula was broken. The following information was provided by the initial reporter. The patient complained the liquid medicine could not be discharged in the process of self-injection of insulin at home. After examination, the needle of the injection pen was found to be broken, so the needle was replaced in time, installed and used normally."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on IV point and clog test, all samples meet the product specification.

Event description:
It was reported when using the bd micro-fine¿+ pen needle the device was unable to deliver insulin/medication and the cannula was broken. The following information was provided by the initial reporter. The patient complained the liquid medicine could not be discharged in the process of self-injection of insulin at home. After examination, the needle of the injection pen was found to be broken, so the needle was replaced in time, installed and used normally."